Event description:
Device would power on for 1 sec (or less) beep and shut down - not on long enough to show a message. Occurred several times on all power sources (did not try cig adap). Event date 2004 at 9:30am. Caregiver turned unit on before hooking up to pt. Unable to successfully power vent up. No pt harm.